Manufacturer narrative:
The customer reported that the bedside monitors (bsm's) are not talking to the central nurse's station (cns) once they're placed on a docking station and the device is turned from wireless to wired. According to the customer, the wireless works fine, the communication loss happens when the device is docked and wired. The customer resolved the reported issue by changing the ip address and reported that they found that one of the wall jacks was damaged so they fixed it.

Event description:
The customer reported that the bedside monitors (bsm's) are not talking to the central nurse's station (cns). There was no patient injury reported.